Event description:
Related to MFR report # 2183959-2010-00328. "On or about (B)(6) 2005" a monarc subfascial hammock was implanted with the intention of treating, "stress urinary incontinence and pelvic organ prolapse." A concomitant ams device for prolapse repair was implanted on the same date. It was alleged that, "after, and as a result of the implantation of the monarc, "and other mesh device, the pt has, "suffered bodily injuries, including, but not limited to, extreme pain, erosion of her bodily tissue, dyspareunia, additional surgery and other injuries." Also, as a result of the mesh devices the pt has experienced, "experienced significant mental and physical pain and suffering, required additional surgery and medical treatment and she has sustained permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.